Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: stemmed tibial component precoat size 5 catalog #: 00598004701 lot #:j6746739. Report source foreign: australia. The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the articular surface was engaged with the tibial tray using the correct instrumentation and the surgeon was concerned with the level of engagement. The implant was removed and not used. Another articular surface was used to complete the procedure. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.